Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01320 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (male patient over (B)(6)). According to the complainant, during the procedure the electrode needle began to heat up. The procedure was completed with the same rf 3000 radiofrequency generator and leveen needle electrode. No burn was identified as a result of this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)